Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that calcium carbonate particulate measuring 0.00532 inches was identified on the valve diaphragm there was no patient injury or medical intervention associated with this event. No additional information is available.